Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a high, out-of-range shock impedance measurement of 127 ohms. The data showed a gradual increase over time. Technical services reviewed the available data and confirmed the shock impedance measurements have been increasing since april. There have been no stored episodes or presenting electrograms (egms) showing any noise. With the current data, this change is more likely physiologic variation or possibly the onset of tissue-lead interface change (e.g., calcification). At this point, the lead could continue to be monitored in latitude. If the impedance measurements continue to increase, troubleshooting could be performed at the patient's next in-clinic follow up. This would include patient maneuvers and isometrics to see if noise or jumps in impedances could be provoked, as well as x-rays to evaluate the lead body. Technical services also discussed that the physician could elect to test the shock system by delivering a 1.1 joule and a 41 joule commanded shock. Also while in clinic, the physician could increase the shock impedance alert to 150 ohms, to avoid triggering frequent alerts for this known issue. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a high, out-of-range shock impedance measurement of 127 ohms. The data showed a gradual increase over time. Technical services reviewed the available data and confirmed the shock impedance measurements have been increasing since april. There have been no stored episodes or presenting electrograms (egms) showing any noise. With the current data, this change is more likely physiologic variation or possibly the onset of tissue-lead interface change (e.g., calcification). At this point, the lead could continue to be monitored in latitude. If the impedance measurements continue to increase, troubleshooting could be performed at the patient's next in-clinic follow up. This would include patient maneuvers and isometrics to see if noise or jumps in impedances could be provoked, as well as x-rays to evaluate the lead body. Technical services also discussed that the physician could elect to test the shock system by delivering a 1.1 joule and a 41 joule commanded shock. Also while in clinic, the physician could increase the shock impedance alert to 150 ohms, to avoid triggering frequent alerts for this known issue. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the shock impedance measurements on the device and associated right ventricular (rv) lead continued to gradually increase. Now in 2025 the values were nearing 160 ohms. It was noted the device was exhibiting a battery issue and was going to be replaced soon. Technical services agreed with considering a lead revision at the device replacement procedure, as the shock impedance measurements were likely to continue increasing, which could eventually result in less energy being delivered during a shock.